Event description:
Data is often being deposited in the ehr in silence. No one becomes aware of new data on pts. Communication is stunted. There is a cognitive focus on the poorly usable ehrs associated with lapses in attention to the vital issues such as vital signs when the ehr saps attention of the user. In this case, the heart rate was 135 beats per minute for more than 12 hours without communication to doctor staff. Aides obtain the vital signs by machine that transmit directly to the ehr. Who knew. No one called the doctor, no one knew or processed the critical signs. The pt had delirium from hypotension requiring fluid resuscitation. The point of this is that these systems of devices distract and disrupt cognitive function of the user because of human factor deficiency in design, creating, in turn, fertile field for life threatening complications.